Event description:
High impedance and poor dfts were reported, in a patient who appeared to have twiddler's syndrome. The lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis.